Event description:
This event involved the use of an ICU medical plum duo pump. The provider was attempting to stop an infusion on a plum duo pump and the screen would not allow the unlock sequence to occur to stop the infusion. They could press stop, but the unlock slide or pressing of the three unlocks would not work. The provider disconnected the tubing from the patient and removed the cassette which triggered an alarm, which the pump would allow them to select silence, but the screen still would not unlock. This was after the most recent software "patch" was put through to fix the pumps.